Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal section of the stent were lifted and pulled distally, also a stent strut in the proximal section of the stent was lifted from its crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 3.00 x 12mm synergy drug-eluting stent was selected for use. However, during removal it was noticed that the stent struts were distorted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was okay.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 3.00 x 12mm synergy drug-eluting stent was selected for use. However, during removal it was noticed that the stent struts were distorted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was okay.